Event description:
It was reported that during a pt event, the platform gave minutes of compression; backup battery showed one bar by the time of arrival at the hospital. No adverse event reported.

Manufacturer narrative:
Zoll medical corporation has not yet rec'd the device. A supplemental report will be submitted if the device is rec'd and when it is evaluated.